Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that the right ventricular (rv) lead demonstrated a gradual increase in shock impedance measurements. This anomaly was suspected to be caused by lead calcification. Although alternative programming options were recommended, the device settings were maintained as per the initial implant configuration. The plan is continue to monitor. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead demonstrated a gradual increase in shock impedance measurements. This anomaly was suspected to be caused by lead calcification. Although alternative programming options were recommended, the device settings were maintained as per the initial implant configuration. The plan is continue to monitor. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.